Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon interrogation, non sustained right ventricular oversensing due to intermittent noise and high impedance were observed the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient¿s condition was good post procedure.